Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no motor position encoder error alarm noted in the history screen. The pump had scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.